Event description:
It was reported that a user new to the ilet experienced hyperglycemia with a blood glucose of 279 mg/dl about one hour after lunch, which was attributed to an underestimated meal announcement; infusion set issues and recent supply changes were not observed, and the device did not display alerts or alarms. Symptoms included hyperglycemia. Outcomes included self-monitoring at home and continued device use without medical intervention. Investigation included customer interview, review of device use, and user education on accurate meal announcement during the adaptation period. Investigation of this case revealed use error related to carbohydrate estimation, incorrect meal size announcement, and no evidence of device or infusion set malfunction. It was concluded that the event was user-related and that the device operated as intended with no product performance issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.